Event description:
The user facility reported that a reliance synergy washer-disinfector leaked water onto the floor extending approximately 6 feet from the washer load side. No injuries, procedure cancellations or water damage were reported.

Manufacturer narrative:
The steris service technician inspected the washer and found a misaligned o-ring on the dryer resulting in water to leak from the unit through the vent hose. The technician replaced the piston and o-rings, ran test cycles to confirm the unit was operating properly and returned it to service.